Event description:
Tesio catheter inserted at hosp. Pt discharged to nursing facility same evening. During dialysis through catheter the next day pt arrested and was transported to hosp. Pathologist believes cause of death related to perforated catheter, which "ruptured the superior vena cava." Facility is maintaining photos and specimen. Physician who inserted it has viewed the photographs and the specimen.